Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the distal region of lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages occurring at time of procedure.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and the right ventricular (rv) lead exhibited noise oversensing. The ra and rv leads were explanted and replaced. The patient was in stable condition throughout the procedure.